Event description:
Arjo was informed of an event involving arjo liquid flusher rinse and arjo liquid flusher detergent used with some other liquids (i.e. Clements chemicals - non arjo products) to clean the waste transfer station area. After washing the floor, the waste transfer station was closed overnight (without ventilation) and opened early in the morning by transport workers. Transport workers complained about sore eyes/throat. Additional information was received that some workers were given eye drops and ointment. Some of them required another visit to the eye clinic and some required care in the hospital.